Event description:
It was reported by the rep that the device was used during laparoscopic hernia repair. It was reported the first trocar red button would not engage and was switched out for another 512sd. The case proceeded normally until the mesh was introduced through the 512sd trocar. The inside of the trocar gasket was torn loose and entered the patient's abdomen via the trocar cannula. The gasket was noticed and removed by the surgeon. No further complications were encountered and the case was completed with the trocars. There was no consequence to the patient.